Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 179 mg/dl. Caller stated that the sensor was not working correctly, it was giving incorrect readings and was alarming sensor error. Nothing further was reported.

Manufacturer narrative:
One opened and used enlite sensor was inspected and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also found cannula was bent, unable to confirm if customer received sensor in said condition due to customer returned sensor opened and used.